Manufacturer narrative:
The device is reported to be unavailable, however, a lot history review should be performed.

Event description:
The event involved a conector tego¿ where the reporter stated that during connection to hemodialysis therapy, while screwing the syringe into the blue lumen of the high-flow catheter, the silicone from conector tego was felt to be displaced. The extracorporeal circuit line was then connected, and the system pressure was found to be completely elevated. Upon rechecking the connector, the silicone was again found to be displaced. There was no patient harm as a result of this event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.